Manufacturer narrative:
Date of the event is estimated. Date of the explant is unknown.

Event description:
Related manufacturer reference number: 3006705815-2021-04581. It was reported the patients' leads had migrated. Surgical intervention took place in which the system was explanted in (B)(6) 2021 to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.